Event description:
It was reported that the device was returned for an unknown reason. The issue was discovered during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a tear in the downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.